Event description:
It was reported the patient's ((B)(6)) ipg had rotated in the pocket thereby making it difficult to communicate with the device using either the programmer or charging system. Surgical intervention was undertaken with the intent of repositioning the patient's ipg; however, both preoperative and intraoperative testing found that no communication could be established with the device. As such, the patient's ipg was explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.